Event description:
A customer reported a "communication error" message when using the freestyle librelink application with sensor. The customer reported that due to this issue, a third-party was unable to monitor customer's glucose which resulted in the customer losing consciousness and requiring unspecified treatment from spouse. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product data has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
An investigation was conducted for the reported complaint in which the user reported that account settings or connected apps were not available in the freestyle librelink app. The message can indicate that the user had been logged out of the librelink app or was using the same account with multiple devices. The user was advised to reinstall the freestyle librelink app and resend the invitation to librelinkup from the connected apps menu. An investigation was performed and was able to view account settings and connected apps successfully in the librelink app; therefore, was unable to replicate the complaint. Therefore, the complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "communication error" message when using the freestyle librelink application with sensor. The customer reported that due to this issue, a third-party was unable to monitor customer's glucose which resulted in the customer losing consciousness and requiring unspecified treatment from spouse. There was no report of death or permanent injury associated with this event.